Manufacturer narrative:
The reported event of ¿therapy delivered to incorrect body area¿ could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented with discomfort due to extra cardiac stimulation. Upon examination, the right ventricular lead was noted to have insulation damage, resulting in the normal pacing current producing extra cardiac stimulation. Malfunction was alleged on the device as well. The lead was capped and the device was removed on (B)(6) 2026. No adverse patient consequences were reported and the patient was stable.